Manufacturer narrative:
Device evaluation: the gas delivery system was returned to the manufacturer for failure investigation. The failure investigator found that u1 was defective on the o2 flow sensor pcba which led to the oxygen flow sensor failure.

Event description:
The customer reported the ventilator alarmed with no oxygen available and a leaking sound occurred inside the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed with no oxygen available and a leaking sound occurred inside the device. There was no patient involvement.